Event description:
It was reported that a ventilator failed an oxygen sensor test. Later, further information was received stating that the ventilator was consistently failing the flow transducer sub-test during the pre-use checks. There was no patient involvement reported. (B)(4).

Manufacturer narrative:
The returned oxygen gas module which regulates the inspiratory oxygen gas flow to the patient has been investigated. The gas module was installed in a reference system for simulated use testing. The pre-use checks didn't fail the flow transducer sub-test, nor the oxygen cell/sensor sub-test. Then the gas module was tested in the gas module test system, the conclusion was that a pressure transducer was, over time, drifting outside its specification. According to device log files, the failure of the oxygen cell/sensor sub-test could be confirmed. The failure of the flow transducer sub-test is not covered by the device log files, and could not be confirmed. Our conclusion is that the drift in the oxygen gas module has caused the oxygen sensor sub-test to fail. The oxygen gas module regulates the oxygen gas flow to the patient. A failure such as this drift might lead to high/low oxygen concentration during ventilation.

Event description:
(B)(4).